Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal sling system was used during a sling placement procedure on (B)(6), 2011. According to the complainant, the sling was placed successfully and a routine cystoscopy post procedure did not show any foreign objects in the patient. Three days post procedure, the patient presented with discomfort and a high fever. On (B)(6), 2011, the physician performed a second cystoscopy and noticed that part of the mesh sleeve had remained in the patient and perforated the patient's bladder on the right side. It was reported that the detached piece of mesh sleeve was about 5 cm. The same day, the physician removed the mesh sleeve piece using rat tooth forceps and closed the bladder perforation (exact method unknown). No further medical intervention is planned. The patient's current condition was reported to be "fine."